Event description:
Consultant received an order, which included two packages of 212.125 locking screw. One of the packages contained the wrong screw. Package was labeled correctly, item within the package was not correct. No hospital or patient involvement.this is 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code(s) for this report include, hwc. Product development evaluation reveals, one screw was received with the screw whole and intact. The synthes labeled package was also included. The bag identifies the contents as a 212.125, which is a 3.5mm locking screw, self-tapping, w/ stardrive recess. The bag is empty and has an opening in the side of it where, it is assumed, the screw was removed from the package. The screw is fluted, 65.4mm long, with 3.48mm diameter shaft threads which is consistent with a 212.125 part. The head threads are missing. While the complaint verbiage states that this is the wrong part this is, in fact, the correct part but has been manufactured incorrectly. It is missing the head threads. This complaint is valid from a manufacturing perspective. An internal action has been opened to address this issue of missing thread heads. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Date of event reported in error. The date of event is unknown. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)